Event description:
A fenestrated bipolar forceps instrument was returned without any event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the da vinci system was alleged there were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. An additional observation was a recognition problem. The instrument was placed on system for testing and was not recognized. The system failed to recognize the instrument on multiple installation attempts. A laptop connected to the system showed that the dallas chip was not being sensed. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.